Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
A migration was reported following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no anomalies. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
It was reported that this device was explanted due to migration, swelling, loss of range of motion, and discomfort reported by the patient. The patient was discharged with a life vest. Should additional information become available, this file will be updated.